Event description:
It was reported that for the¿high flow insufflation unit, many overpressure errors occurred. Overpressure warning beeped and overpressure warning light occurred. Insufflation tube breakage was reported as well. The issue was found during a therapeutic laparoscopic stomper placement procedure. Insufflation of the abdominal cavity was performed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.